Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely. Upon review, the atrial lead exhibited noise that was oversensed by the device and led to an inappropriate automatic mode switch. Also, the ventricle lead exhibited noise that was oversensed by the device. No intervention was performed. The patient was in stable condition.